Manufacturer narrative:
H6- medical device problem code 2017: incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the dragonfly optis imaging catheter was being prepared for the procedure, when the syringe was retracted, the air was unable to be completely evacuated from the catheter at the luer fitting. The syringe was confirmed to be secured to the catheter luer fitting. However, small bubbles were found in the catheter luer fitting, while preparing the contrast agent. Therefore, the device was not used in the patient and the procedure was completed with another dragonfly. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, follow up was received that the device was loaded onto the guide wire that entered the patient vessel. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported air/gas in the device was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Information from the field stated the plunger of the syringe was withdrawn while connected to the imaging catheter during preparation for use. The opstar instruction for use (IFU) instructs ¿the 3 ml syringe should be left attached to the sidearm to allow repeated purging throughout the imaging procedure and maintain a static pressure to prevent backflow.¿ in this case, it was determined that the failure to maintain static or positive pressure (retracting the syringe plunger) while preparing the catheter for use directly caused the reported air/gas to occur the device. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported air/gas in device (bubbles in the sidearm when the syringe is retracted during purging) appears to be related to user error. The returned device was able to purge successfully and as expected, without any bubbles or air/liquid leaks noted. In this case, it was determined that the failure to maintain static or positive pressure (retracting the syringe plunger) while preparing the catheter for use directly caused the reported air/gas to occur the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect, impact code updated to 2199.